Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported: "it was noticed on several patients that the biopatch blue top had detached and stuck to the line. Nurse was concerned that the line could be accidentally pulled out." On (B)(6) 2014 additional information was received from the nurse. "I think with the extreme heat this summer, we have seen this a lot. I spoke with one of the PICC line nurses and they also have seen the bluish top part of the biopatch detach, making removal tricky. We are trying to save the line and this presents a challenge" additional information was requested by integra numerous times: "specifically concerning how many times this has occurred and if any lines have been pulled out due to this issue."